Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using 3 unspecified bd vacutainer® blood collection set (wingsets), the barrel disconnected from the butterfly when pushing on blood collection tubes. There was no health impact or consequences reported.

Event description:
It was reported while using 3 unspecified bd vacutainer® blood collection set (wingsets), the barrel disconnected from the butterfly when pushing on blood collection tubes. There was no health impact or consequences reported.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 2243072-2025-00573 was sent in error; it was a duplicate complaint. The reportable device malfunction has been sent in report #2243072-2025-00573 therefore, this is not considered to be a reportable malfunction.